Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient lost stimulation as it had reached end of service. Programmer displayed error message: "replace generator. The generator has reached the end of its service. Contact your physician to schedule a replacement." Surgical intervention may be undertaken to address this issue.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced, and therapy was restored.